Manufacturer narrative:
MFR 2017865-2016-00392 needed to be corrected for the product did not exhibit any malfunction nor did it cause any serious injury to the patient.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the pulse generator exhibited intermittent output. The device was explanted and replaced. The patient was in stable condition.